Event description:
It was reported that inflation problems occurred with two (2) size 8 dfen disposable cannula fenestrated low pressure cuffed tracheostomy tubes. This was detected after the disposable devices were in use from (2) to three (3) weeks. The devices were removed and replaced with no further problems encountered. There was one(1) pt involved with no reported pt injuries. The return status of the 8 dfen devices is unk. As of the date of this report, the devices have not been received by the manufacturer for indentifiaction, analysis and investigation.